Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had more of the foley catheters and had thought they were a different lot number since the lot number on the box was different but when they opened it the catheter had the same lot number as ones they filed yesterday. The box and the lot number on the catheter did not match. Customer had to take patient to the emergency room to have the burst balloon removed but they could not remove it and sent them to the mayo clinic where it took them 2 1/2 hours to remove the burst balloon. Per customer follow up on 03mar2025, it was reported that the lot # on the foley was ngvv0660 and the lot# on the package was ngjv1075. They stated that they received the supplies from adapt health. Adapt health replaced the defective foley but those were misbranded also. The lot numbers on the package did not match the lot number on the foley. They had a total of 49 foley with mix matched lot numbers and was advised by insurance (bcbs anthem) to discontinue use of the misbranded foleys and also wanted to be reimbursed for the trips to the ER, gas, food, hotels, trip(s) to the mayo clinic in rochester.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had more of the foley catheters and had thought they were a different lot number since the lot number on the box was different but when they opened it the catheter had the same lot number as ones they filed yesterday. The box and the lot number on the catheter did not match. Customer had to take patient to the emergency room to have the burst balloon removed but they could not remove it and sent them to the mayo clinic where it took them 2 1/2 hours to remove the burst balloon.